Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter disconnected from the smartphone. Data was evaluated and the allegation was confirmed as a loss of connection was observed. The probable cause was determined to be no communication - gap in data logs. The reported event of the transmitter disconnecting from the smartphone is reportable based on the finding of a loss of connection. No injury or medical intervention was reported.